Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set without checking for air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. The event occurred during initial drain, patient connected. The technical service representative asked if the home patient checked the patient line for air before they connected. The home patient stated "no". The technical service representative helped the home patient end the therapy and instructed them to start over with all new supplies. Proper procedures were reviewed and the home patient was advised to check the patient line for air before connecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.